Manufacturer narrative:
(B)(4).

Event description:
It was reported that post procedure and upon interrogation, the atrial lead was not performing as effectively as before. An x-ray image confirmed that the atrial lead had become dislodged. The lead was explanted and replaced. It was noted that an insulation anomaly was observed and the physician suspected this contributed to the dislodgment issue. The patient's condition was stable post procedure.